Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient would get a tingling sensation across the posterior scalp (not near the lead site) and in their right forearm when he would raise his right arm to parallel to the floor. The patient had shoulder surgery prior to his replacement. The shoulder surgery was in (B)(6). Impedance measurements were taken and the implant was on. There were no recent medical tests/emi exposure and there were no trauma/falls related to the issue. The therapy change was related to positional movement. There was low impedance. Impedance measurements were: c/0 417, c/1 489, c/2 417, c/3 445, 0/1 193, 0/2 120, 0/3 210, 1/2 222, 1/3 297, and 2/3 187 ohms. The out of range electrodes were being used in programming. X-rays were going to be taken and historical impedances were higher. On (B)(6) 2015 the impedance ranges were between 703 ohms 1041 ohms. The (B)(6) 2015 ranges were 542 ohms 651 ohms. They were going to try programming around. There was a sudden change in therapy. Additional information received 6 days later from the health care professional (hcp) reported they highly suspected damage at the connector site between the lead wire and the extension wire. There was a negative report of the x-ray but they reviewed the images and questioned the appearance within or just after the connector. Actions/interventions included they turned the unit off due to persistent discomfort. The patient was referred to neurosurgery.